Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). After the closure device was deployed a thrombus was observed on the face of the device. Heparin was administered and the thrombus resolved. The procedure was successfully completed and the patient fully recovered.